Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11 d4: lot # possibilities: 037500 UDI: (B)(4). Manufacture date: 07-19-2019 037510 UDI: (B)(4). Manufacture date: 07-16-2019 visual examination of the returned product identified signs of use with some damage to the connecting feature on the proximal end of the reamer and some galling on the shaft of the reamer. The flutes on the distal end of the reamer are worn and dull. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It is unknown which lot corresponds to the reported device based on the damage to the etch of the returned device. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. H6 component codes: proposed annex g code: mechanical (g04) - drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the reamer was dull. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is in progress. No additional information is available at this time.